Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A triad skull clamp slipped on a patient. Detail about the patient and the event are unknown. Additional clinical information has been requested.